Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received from the first moment it has suffered fogging, but the situation got worse in surgery. During surgery they lost total vision. The surgery was scheduled for laparoscopy, but they were not able to see anything through optics, in the end they had to change the method of intervention to open surgery.

Manufacturer narrative:
Additional information: as the customer did not return the device in question, it was not possible to perform a physical investigation of the product itself. However, the available information has been reviewed. The investigation was completed on july 30,2025. The device product history records (DHR) were not checked, as no lot code was provided. The reason for not returning the product was: 'they claim that the failure was due to the optical cap being misplaced. They tested it again and found that the light fits perfectly, with no external damage, and that the image and colour are both perfect.' According to the customer, the optics were checked by clinic staff, who concluded that the poor imaging was caused by an incorrectly positioned camera head. The customer claims that the optics work without any detectable defects. Therefore, user error is the conclusion. Based on the customer's information, the deviation in the imaging cannot be attributed to a manufacturing/production error. The event is filed under internal karl storz complaint ID: (B)(4).